Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As rec'd, the ipg had a "blister" on the antenna silicon that was full of fluid. The ipg failed a portion of the functional testing. The ipg was cut open for further analysis. A metal shard, found in the device, caused a short during analysis. It was not possible to determine if the shard was there prior to or a result of cutting the device open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg, on (B)(6) 2006. It was reported the ipg was explanted and replaced due to overstimulation, increased charging times, intermittent communication and a gradual decrease in stimulation strength. At the explant, the physician noted white coating on the ipg charging coil had a bubble-like abnormality. The device was returned to the manufacturer for analysis. F/u on the pt found no further issues reported.